Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that he had been experiencing high blood glucose. Current blood glucose is 188 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime. The customer stated he was sore at the insertion sites. The cannula was not bent. Time and date is correct but he declined to check the other settings. The insulin pump failed the high pressure test twice. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.